Event description:
Ventilator spontaneously shut off (screen went black) and high-pitched alarm sounded (same alarm when it is purposefully shut off). When rt entered room, the screen was on again and ventilator was functioning. No alarms noted on the alarm log or over the central alarm. Manufacturer response for ventilator, continuous, facility use, nihon kohden (per site reporter). Manufacturer has been working with our department biomed - requested download of ventilator log - downloaded and sent to nihon kohden and awaiting results.